Manufacturer narrative:
Additional info. D5, d6, h4 - the vesica kit was mfg in 3/1997.

Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on may 19, 1997. Sometime post procedure, a portion of the protegen sling material was visible through the insertion site in the vaginal wall. The sling material was removed without incident. Cultures indicated no infection was present. The pt remains continent. The device has not been rec'd for evaluation. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."